Event description:
Procedure: removal of adnexal mass. According to the reporter, after retrieving the specimen with the endo catch bag, the surgeon noted a black piece of metal inside the cannula port, and a piece of plastic inside the pelvic cavity. Both the metal and plastic pieces were retrieved by the surgeon. There was no bleeding or tissue damage. There was no pt injury reported.

Manufacturer narrative:
(B)(4).